Event description:
A peritoneal dialysis (pd) patient stated they are scheduled to have surgery to have their pd catheter (not a fresenius product) removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).